Manufacturer narrative:
The product was hemosphere monitor was returned for evaluation. The reported issue was not confirmed. A functional test was performed. During the evaluation, no error messages were observed. There was no physical damage that a part had to be replaced. The device passed all functional tests.. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Central venous pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The product has been returned for evaluation; however, the evaluation has not yet been completed. Upon the completion of the product evaluation a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, using this hemosphere monitor, the cvp could not be input on either analog input ports 1 and 2. Even though the cable was plugged in, the cvp was not displayed. On another occasion, the cvp information from the patient monitor was inaccurate. The value of the nihon kohden monitor was 5mmhg, while the value of the hemosphere monitor varied from 10mmhg and 15mmhg. Calibration was not performed on the hemosphere monitor. This issue occurred on the first use of the device. The occurrence date is (B)(6) 2020. The hemosphere monitor was replaced with a vigileo monitor and the problem was solved. On the following day, the demo monitor was used at the hospital and it was confirmed that default value of cvp was correct for the nihon koden monitor. The patient was not treated based on the incorrect value. The patient demographics were requested but unavailable. There was no patient injury reported.